Event description:
Emergency department staff member reported that when attempting to draw up lidocaine using a bd eclipse hypodermic needle with luer lock syringe, the plunger rod separated from the black rubber-like grommet at the end of the plunger rod. Another syringe was obtained and used. There was no patient contact.